Event description:
The customer's mother stated, that the customer was hospitalized for diabetic ketoacidosis. The mother reported, a blood glucose reading of 427 mg/dl during the phone call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The mother did not feel comfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.